Manufacturer narrative:
Date rec¿d by MFR : 10jul2019, date of report : 11jul2019. The faulty data acquisition board assembly was returned for failure investigation. No failures could be found during testing of the returned part. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04april2019. The service engineer (se) inspected the device. The se replaced the data acquisition (da) board to address the issue and the ventilator passed all testing.

Event description:
It was reported that the ventilator failed the pressure accuracy test. No patient involvement. Event date not specified, estimate used.